Event description:
Device 1 of 2. Reference MFR report #1627487-2014-08341. The pt had two model 3189 leads from the same lot. It was reported the pt was experiencing inadequate pain relief from his scs system. Additionally, the pt's scs system was explanted on (B)(6) 2014.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.